Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump reset unexpectedly. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 216-217 mg/dl.